Manufacturer narrative:
B5: upon follow up it the patient reported ¿everything was normal before the connection, no leakage and no holes were found, the machine did not alarm, the patient was alone in a room without pets, no sharp objects, no heat source, woke up in the morning to find that the bed and the ground was full of water¿. H10: the device was received for evaluation. Visual inspection with the naked eye observed a cut/hole in the last fill line (blue clamp) tubing line and a hole in the patient line. A small scratch on the solution line next to the cut/hole in the last file (blue clamp) line was observed. Functional testing observed a leak at the location of the hole in the tubing. The scratch in the tubing did not leak. No issues were identified during the clear passage and clamp function testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a fluid leak involving a homechoice cassette. It was further reported the bed was covered with pd fluid. According to the reporter "there were obvious holes was about 20 cm away from the patient connector". Subsequently the patient developed peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.